Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised because the distal stem on their neuflex implant fractured and loosened at 8 weeks post-op. Doctor stated that patient was very active post-op.